Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify operating currents, low battery, low reservoir and history file due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump would suspend and not inform them. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer stated that no alarms would go off to tell them that the insulin pump was suspended. Troubleshooting was not provided. The insulin pump will be returned for analysis.